Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tibial tray was not the size that was specified on the packaging label. This caused problems when attempting to seat the trial onto the tray. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was confirmed. No devices were received; therefore the condition of the components is unknown. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is determined to be a result of a manufacturing deficiency. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.